Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost pump. The customer states they have misplaced their pump and have been off it for two hours. The customer's blood glucose level was 442mg/dl. The customer was advised that replacement pump would be sent out. No further assistance provided at this time. The customer later called, and states the pump had been found, and replacement pump was cancelled.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, minor scratched and cracked display window.